Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles near the luer lock connection. The user's blood glucose (bg) level was 313 mg/dl. The user addressed bg level with a bolus. The user primed the tubing to remove air bubbles successfully and resumed insulin delivery.